Event description:
It was reported that the patient underwent a posterior cervical fusion at c3-7. The procedure was reportedly going smoothly until the surgeon tried final tightening of the mas crosslink locking screw after placing the small crosslink. During this step, the tip sheared off of the mas connector set screw. It was not possible to remove the set screw so it was left fully tightened in the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.